Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow up. The patient expressed feeling pain and discomfort due to the implantable cardiac monitor (icm). The icm was explanted. The patient was stable.